Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets in row e in drawer 5.1 was not detected on bus. A field service engineer had reseated the row board cable on all the cubie trays in drawer 5.1. The row board cable and retractor bands at the rear of the drawer had also been reseated for both drawers 5.1 and 5.2. Diagnostics had then been run, and all debris found under the pockets had been removed. All tests had passed successfully. The customer had been able to access multiple medications without issues, and all functions had tested good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer and associated cubies were not detected on the bus, and the user was unable to restore storage space on unit 21, drawer 5.1, and pockets e1-e6. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.